Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 02-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower stomach pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), headache ("constant headaches"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("alopecia"), ear disorder ("ear problems"), visual impairment ("decreased eyesight"), myalgia ("muscle pain"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding at times during the sexual act") and depression ("depressed"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, abdominal pain lower, headache, fatigue, alopecia, ear disorder, visual impairment, myalgia, loss of libido, dyspareunia, coital bleeding or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2022. The most recent information was received on 12-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower stomach pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), headache ("constant headaches"), arthralgia ("joint pain"), fatigue ("fatigue"), alopecia ("alopecia"), ear disorder ("ear problems"), visual impairment ("decreased eyesight"), myalgia ("muscle pain"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding at times during the sexual act") and depression ("depressed"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, abdominal pain lower, headache, fatigue, alopecia, ear disorder, visual impairment, myalgia, loss of libido, dyspareunia, coital bleeding or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4) on 02-dec-2022. The most recent information was received on 06-mar-2024. This spontaneous case was originally reported by a consumer, then by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("lower stomach pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hodgkin's lymphoma in 1992. Concurrent conditions were listed as ear, nose and throat disorder, sleep disorder, neck pain, tachycardia, skin disorder (multiple dermatological problems), metal poisoning (linked by patient to intoxication by the metals present in the essure implant), metal poisoning (centimetric fibroids of the uterus, without pejorative character) and joint pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced external ear disorder ("outer ear problems - with several consultations from (B)(6) 2017"). On unknown date she experienced abdominal pain lower (seriousness criterion medically important), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("abnormal bleeding"), headache ("constant headaches"), arthralgia ("joint and muscle pain"), fatigue ("chronic fatigue"), alopecia ("alopecia"), myopia ("decreased eyesight - including myopia progression"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding at times during the sexual act") and depression ("depressed"). The patient was treated with vitamin b nos, sulfur, minoxidil and clobetasol. Essure treatment was not changed. At the time of the report, the arthralgia, fatigue, alopecia, external ear disorder and myopia had not resolved. The outcomes for abdominal pain lower, headache, loss of libido, dyspareunia, coital bleeding and depression were unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, coital bleeding, depression, dyspareunia, external ear disorder, fatigue, genital haemorrhage, headache, loss of libido, myopia and pelvic pain to be related to essure administration. The reporter commented: medical expertise conclusions reported that any potential correlation between the implant insertion and the symptoms experienced by the patient. Regarding ¿gynaecological¿ symptoms, the experts indicated that ¿there was nothing in the current scientific literature to establish a direct and certain relation between the general and gynaecological symptoms.¿ regarding alleged toxicity, experts indicated that it was ¿hypothesized that the patients' complaints could be attributed to the systemic effects of daily release of nitinol (nickel-titanium alloy)¿, the experts added that ¿this release existed but in infinitesimal quantities, and materials of similar composition have long been used in coronary interventional radiology and have never been held responsible for similar systemic symptoms¿. Regarding ¿general¿ symptoms, the experts indicated that ¿essure was not responsible for most of them. There may be some doubt about joint, muscle, cervical and back pain, and chronic fatigue. These signs could be linked to an overproduction of inflammatory cytokines. However, there was nothing in the literature to suggest a direct and certain causality with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Ultrasound scan] on (B)(6) 2022: conclusion : essure appeared to be in place. No ultrasound anomaly to explain the patient's painful symptoms. Centimetric fibroids of the uterus, without pejorative character. No unremarkable anomaly quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-mar-2024: health authority detected this case was a duplicate to record fr-bayer-2024a029626 (medwatch 3500a MFR number 2951250-2024-00168) which will be deleted in bayer safety database after all information was transferred to this record fr-bayer-2022p026391 which will be retained. New: reporter: lawyer. Medical history, test, remedial drugs added (none reported previously). Events were considered related to essure. Events added: back pain, genital haemorrhage, and pelvic pain. Event visual impairment was specified to aggravated myopia, event ear disorder specified to outer ear disorder, fatigue was specified to chronic fatigue, event joint and muscle pain were merged. Outcome 'ongoing' added for several events. Comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2022. The most recent information was received on 27-may-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("lower stomach pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis in 2014, cholecystectomy and appendicectomy in 1994, hodgkin's lymphoma in 1992, appendicectomy and ovarian transposition in 1991 and parity 1, gravida I and breast cancer (mother). Concurrent conditions were listed as tobacco user, sleep disorder, neck pain, ear, nose and throat disorder, tachycardia, skin disorder (multiple dermatological problems), metal poisoning (linked by patient to intoxication by the metals present in the essure implant), uterine leiomyoma (centimetric fibroids of the uterus, without pejorative character) and premature menopause. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced external ear disorder ("outer ear problems - with several consultations from (B)(6) 2017"). In 2017 she experienced migraine ("the patient experienced migraines"). . On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("abnormal bleeding"), headache ("constant headaches"), a first episode of arthralgia ("joint and muscle pain / pain in ankle"), fatigue ("chronic fatigue"), alopecia ("alopecia"), myopia ("decreased eyesight - including myopia progression"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding at times during the sexual act"), depression ("depressed"), dysplasia ("slight dysplasia with hpv, low-grade lesion. "), papilloma viral infection ("hpv, low-grade lesion"), amenorrhoea ("amenorrhea"), menopausal symptoms ("menopause suspected (hot flushes)"), palpitations ("menopausal palpitations"), irritability ("irritability"), heavy menstrual bleeding ("menorrhagia"), neck pain ("neck pain"), synovial cyst ("left wrist (synovial cyst)"), tooth fracture ("tooth fracture"), osteopenia ("osteopenia"), vulvovaginal dryness ("vaginal dryness"), hot flush (" hot flushes"), premature menopause ("early menopause"), breast swelling ("swollen breasts"), vaginal discharge ("vaginal discharge"), micturition urgency ("urinary urgency"), constipation ("constipation"), abdominal distension ("bloating"), a first episode of ear infection ("otitis"), dry skin ("dry skin"), a second episode of ear infection ("otitis"), ear pruritus ("itchy ear canal"), tinnitus ("tinnitus"), dizziness ("dizziness"), dry eye ("dry eyes"), stress ("stress"), burnout syndrome ("burn out syndrome"), gait disturbance (" difficulty for long walking"), a second episode of arthralgia ("joint and muscle pain"), vision blurred ("vision disorder (blurred)"), hyperhidrosis ("sweating"), musculoskeletal stiffness ("muscle stiffness"), pollakiuria ("pollakiuria"), genital prolapse ("genital prolapse") and asthenia ("asthenia") and was found to have weight increased ("weight gain 6 kg") and fibroma ("2 fibroma"). The patient was treated with vitamin b nos, sulfur, minoxidil and clobetasol as well as surgery (hysterectomy and ovariectomy ). Essure was removed in august 2023 at the time of the report, the fatigue, alopecia, external ear disorder and myopia had not resolved. The outcomes for abdominal pain lower, headache, loss of libido, dyspareunia, coital bleeding, depression, migraine, dysplasia, papilloma viral infection, amenorrhoea, weight increased, menopausal symptoms, palpitations, fibroma, heavy menstrual bleeding, neck pain, synovial cyst, tooth fracture, osteopenia, vulvovaginal dryness, hot flush, premature menopause, breast swelling, vaginal discharge, micturition urgency, constipation, abdominal distension, ear pruritus, tinnitus, dry eye, stress, burnout syndrome, gait disturbance, vision blurred, hyperhidrosis, musculoskeletal stiffness, pollakiuria, genital prolapse, asthenia, the last episode of arthralgia and the last episode of ear infection were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, the first episode of arthralgia, the second episode of arthralgia, asthenia, back pain, breast swelling, burnout syndrome, coital bleeding, constipation, depression, dizziness, dry eye, dry skin, dyspareunia, dysplasia, the first episode of ear infection, the second episode of ear infection, ear pruritus, external ear disorder, fatigue, fibroma, gait disturbance, genital haemorrhage, genital prolapse, headache, heavy menstrual bleeding, hot flush, hyperhidrosis, irritability, loss of libido, menopausal symptoms, micturition urgency, migraine, musculoskeletal stiffness, myopia, neck pain, osteopenia, palpitations, papilloma viral infection, pelvic pain, pollakiuria, premature menopause, stress, synovial cyst, tinnitus, tooth fracture, vaginal discharge, vision blurred, vulvovaginal dryness and weight increased to be related to essure administration. The reporter commented: medical expertise conclusions reported that any potential correlation between the implant insertion and the symptoms experienced by the patient. Regarding ¿gynaecological¿ symptoms, the experts indicated that ¿there was nothing in the current scientific literature to establish a direct and certain relation between the general and gynaecological symptoms.¿ regarding alleged toxicity, experts indicated that it was ¿hypothesized that the patients' complaints could be attributed to the systemic effects of daily release of nitinol (nickel-titanium alloy)¿, the experts added that ¿this release existed but in infinitesimal quantities, and materials of similar composition have long been used in coronary interventional radiology and have never been held responsible for similar systemic symptoms¿. Regarding ¿general¿ symptoms, the experts indicated that ¿essure was not responsible for most of them. There may be some doubt about joint, muscle, cervical and back pain, and chronic fatigue. These signs could be linked to an overproduction of inflammatory cytokines. However, there was nothing in the literature to suggest a direct and certain causality with essure. Conization and essure insertion (general anesthesia) with 3 visible coils on the right side and 3 visible coils on the left side. Prescription of progestogel the patient complained about suppuration of ear piercing hole when wearing earrings alopecia plaque (temporal) of 3 cm2 (dermatologist visit) according to the experts, no certain and direct link between the symptoms (general or gynecological) of the patient and essure. Symptoms described by the patient were not present before essure insertion. The partial link between essure and general symptoms as asthenia, joint and muscle pain could not be ruled out (uncertain and indirect link). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Ultrasound pelvis] on 04-aug-2021: due to menorrhagia during menopause. Suspicion of fibroma [ultrasound scan] on 09-dec-2022: conclusion : essure appeared to be in place. No ultrasound anomaly to explain the patient's painful symptoms. Centimetric fibroids of the uterus, without pejorative character. No unremarkable anomaly quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-may-2024: medical record received. New events migraine, hpv infection, amenorrhea, weight gain, menopause hot flushes, palpitation, irritability, heavy menses, fibroma, neck pain, synovial cyst, tooth fracture, osteopenia, vaginal dryness, premature menopause, breast swelling, vaginal discharge, urinary urgency, constipation, abdominal distension, ear infection, dry skin, tinnitus, itchy canal, dizziness, dry eyes, stress, burn out syndrome, walking difficulty, arthralgia, blurred vision, sweating, muscle stiffness, pollakiuria, genital prolapse, asthenia added. Medical history new reporters were added. Essure removal date with surgery details added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.